Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil entered into microcatheter but was not coming out from the tip, it was not easy to withdraw either. The coil was stuck in the catheter. Resistance occurred in the distal section of the catheter. There was no damage to the catheter or coil. The same microcatheter was used for another coil deployment which was done successfully. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of facial artery bleed. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include an asahi parkway microcatheter.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within an opened concerto implant coil outer carton; within a sealed tyvek pouch; within an opened concerto implant coil inner pouch and within a dispenser track. The unknown micro catheter used in the event was not returned. The implant coil was returned within introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be kinked at ~7.2cm from proximal broken end. The implant coil appeared to be stretched and damaged within introducer sheath. The implant coil was pushed out from introducer sheath for additional analysis. The concerto implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; the cause of the resistance could not be determined. It was also reported that the coil did not exit the introducer sheath smoothly. However, a continuous saline flush was administered and maintained throughout the procedure, as outlined in the instructions for use (IFU).